Event description:
It was reported that the left ventricular lead had a high pacing threshold. The lead was capped and replaced. The device was replaced due to eri (elective replacement indicator). The device was returned to the manufacturer, analyzed, and tested out of specification. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned and analyzed. The device lasted 72% of its expected longevity. The current drain level was higher than normal for this device and the cause of the early battery depletion. The analyst noted that the device was damaged during the opening of the titanium shield, causing battery leakage, and due to this, was not able to be analyzed further.